Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator inappropriately recognized the attached electrodes as pediatric electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation. The reported malfunction was observed and attributed to the junction board on the electrode pad set. Analysis of reports of this type has not identified an increase in trend.